Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms, with loss of capture (loc) at maximum outputs in all configurations. The patient's physician noted that upon review of an xray, the lead appeared to be fractured. The patient was currently admitted to the hospital for heart failure conditions. No surgical procedure has been planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.